Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white scratches. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the that the water flooded from the cable damage area. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an air leakage from cable of subject device. There were no reports of patient harm.